Event description:
It was reported that the pt received a durom acetabular component 56/50 code p on 11/24(B)(6) 2006 and underwent a revision surgery on (B)(6) 2012 due to loosening.

Manufacturer narrative:
The manufacturer did not receive the devices for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. Based on an extensive investigation of events reported from several user facilities outside the united states, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the united states was initiated in 11/2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the united states a similar cup, compatible with the metasul ldh femoral head, is cleared in the united states and a corrective action for this product was reported to the FDA in 07/2008 as correction z-2415/2426-2008. Should additional info become available and/or the devices be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).